Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports his ipg has migrated and is now protruding from the skin. The sjm representative met with the patient and confirmed the ipg is superficial and not tender to touch. The manufacturer has not been informed of any further action to be taken at this time.